Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield oversensing of right ventricular (rv) pacing on the atrial channel. It was noted that the patient had a left bundle branch (lbb) rv lead. Technical services (ts) discussed troubleshooting options and programming considerations, and a-blank after rv pacing was extended to 200 ms. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.